Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10205. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10205. (B)(4). Awaiting device return

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, the surgeon observed metal shavings emanating from the mitek cutter blade and falling into the patient's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. Additional information received via email from the affiliate on 4-18-16: both blades were used during the same procedure. And both had the problem of metal shavings.